Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The top of the distal anchor and the proximal anchor were not returned. The lower portion of the distal anchor is inside the insertion tool threaded onto the distal plug. The distal plug is still on the insertion tool. The distal plug tip is deformed from pressure. A functional evaluation showed that both deployment knobs work as intended. Based on the condition of the product material found during visual inspection additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the healicoil knotless anchor inserter remained on the tip of shaft and the inside lock the eyelet did not work. The procedure was completed with no delay, but it is unknown if there was a back-up device. No further complications were reported. As per investigation results fracture of the anchor was found during the visual inspection.